Event description:
The reporter indicated that the pt came into the clinic after receiving one shock. The initial inquire showed a parameter error and diagnostics were retrieved and sent in. The pt received the shock due to sinus tach or vt in the fib zone. Back-up reset was performed and the device was reprogrammed. No further problems have been reported.